Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery holder for the mobile power unit (mpu) being contaminated by a battery spill was confirmed via the returned mpu. The mpu (serial number (B)(6)) was returned to the european distribution center (edc) and upon initial inspection, evidence of the battery leak was noted in the battery holder and the battery connector pins on the main printed circuit board. The unit was unable to detect the batteries inserted in the battery holder due to the observed corrosion and signs of batteries leaking. The battery holder and main printed circuit board of the unit were replaced. Functional testing was then performed on the unit and the unit passed. The unit was returned to the rental pool. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. B and heartmate 3 patient handbook, rev. B are currently available. The patient handbook section 10, entitled ¿safety checklists¿ and section e, entitled ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist system, including the mpu. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery holder for the mobile power unit (mpu) was contaminated with a battery spill.